Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 17.4 mmol/l at the time of incident. The customer inserted a new battery and the display screen was black and the display did not come back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is expected to be returned for analysis.